Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, a hydratome was unable to be inserted through the biopsy cap, during the procedure. Visual inspection found the sponge from the cap to have been pushed into the endoscope. It was not able to be determined, if the sponge fragmented, or was pushed through intact. The procedure was not able to be completed at that time, as the endoscope was inoperable. The patient was sent to another hospital to have the ercp procedure performed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned device showed that the foam sponge had separated from the rx biopsy cap and was not returned; the cap was found to be intact. The diameter of the bottom seal hole on the cap was found to be slightly opened up from usage. Based on the evaluation of similar returned complaint devices, it was found that the perforations (star shaped slits) on the foam sponge were stuck so there was no clear path for penetration. This caused compatibility issues with the devices being advanced through the cap and/or foam sponge dislodgement from the cap, due to the inserted device catching onto the foam sponge and not having a clean path to penetrate. However, since the foam sponge was not returned, the condition of the foam sponge slits could not be confirmed. The cause for the event could not be determined. An investigation into this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). (B)(4) for the reported event of the biopsy cap sponge being pushed out into the scope. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, a hydratome was unable to be inserted through the biopsy cap, during the procedure. Visual inspection found the sponge from the cap to have been pushed into the endoscope. It was not able to be determined, if the sponge fragmented, or was pushed through intact. The procedure was not able to be completed at that time, as the endoscope was inoperable. The patient was sent to another hospital to have the ercp procedure performed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.